Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. Of note, it was observed that all four (4) batteries had exceeded the useful operating life of 500 charge and discharge cycles. The batteries' functionality was not affected. This is an additional observation not related to the reported event which can be attributed to the batteries reaching the end of their useful life. There is insufficient information regarding the reported "abnormal behavior" of the batteries. The batteries performed as intended during bench testing; as a result, the reported "abnormal behavior" event could not be confirmed. Review of the available autologs report revealed a power disconnect alarm involving (B)(6) logged on (B)(6) 2020 at 10:03:27. However, the cause of the power disconnect alarm could not be confirmed since the raw controller log files were not available for analysis. As a result, the reported communication error event could not be confirmed. There is no evidence that the lubrication servicing had been performed on the batteries. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the power disconnect alarm may be attributed, but not limited, to a communication error between the controller and battery. Additional products: (B)(6) d9: yes, return date: 04-dec-2020 > h3:yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 (B)(6) d9: yes, return date: 04-dec-2020 > h3:yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 (B)(6) d9: yes, return date: 04-dec-2020 > h3:yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products. Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-oct-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited abnormal performance. Routine log file review indicated that one of the batteries exhibited a communication error. The batteries will be replaced. No patient complications have been reported as a result of this event.